Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was not able to get the lead stylet to pass smoothly through the right ventricular (rv) lead. The lead was flushed and wet stylets were attempted with the same results. The lead was not utilized and an alternate rv lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.